Manufacturer narrative:
Customer technical support (cts) instructed the customer over the telephone to tighten the fittings to resolve the issue and a field service engineer (fse) was not dispatched to the customer's site for this event. (B)(4).

Event description:
The customer reported obtaining sample count outside limits errors from the access 2 immunoassay analyzer. Customer technical support (cts) assisted the customer with troubleshooting over the telephone and the customer discovered a loose substrate cap fittings. The customer stated that there were no known erroneous results associated with this event and there was no report of any change or affect to patient treatment.